Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation, however a device history record review was conducted. There was nothing in the device history record that would indicated that the devices were released with any non-conformances that would contribute to the reported event.

Event description:
It was reported by the distributor that on (B)(6) 2021 a patient underwent an on-pump minimally invasive mitral valve prolapse, tricuspid annuloplasty and maze procedures with left atrial appendage management. After the completion of the procedures, patient went into ventricular fibrillation. A transesophageal echocardiogram confirmed that the posterior wall of the left atrium was not functioning normally and there was no flow to the left circumflex artery. The surgeon opted to remove the pro140 atriclip from the left atrial appendage and a transesophageal echocardiogram confirmed flow was restored to the left circumflex artery as well as the posterior wall. There was no reported device malfunction, and the adverse event was the result of a procedural complication.